Event description:
During on-site service, a baxter service technician found that a flogard infusion pump had a battery low alarm. Additional information is not available.

Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of preventative maintenance. Visual inspection and battery testing were performed and identified the battery low alarm. The cause of the alarm was determined to be a low battery. The battery was replaced to correct the condition, and the pump was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.